Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial. (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. (B)(4). Approximate age of device 1 year an 4 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient presented to the hospital with fatigue and dark tarry stools. Two units of packed red blood cells were ordered to be transfused for suspected gastrointestinal (gi) bleeding. At time of the event patient was on aspirin and warfarin. The patient was admitted and received 2 units prbcs within 24 hour time period. The gi bleed was reported as ongoing.

Event description:
It was reported that an esophagogastroduodenoscopy (egd) on (B)(6) 2017 found one gastric arteriovenous malformation (avm) in the fundus with oozing. It was treated with argon plasma coagulation and clipping for hemostasis. Coumadin was held on an unspecified date temporarily but resumed on (B)(6) 2017. The patient received a total of 4 units packed red blood cells during the event. The patient stabilized and was discharged home on (B)(6) 2017.